Event description:
It was reported that an ilet pump had a cracked and unresponsive screen, which prevented normal interaction and required replacement; blood glucose was reported unaffected, and the patient received guidance on device shutdown steps, data transfer limitations, and use of the dexcom app or receiver, with troubleshooting support for pairing a replacement ilet to a g7 sensor by distancing the nonresponsive unit to allow bluetooth disconnection. Symptoms included no adverse health effects. Outcomes included no impact on blood glucose management and continuation of cgm monitoring via dexcom. Investigation included customer interview, assessment of device function based on reported behavior, and logistical verification of return and replacement procedures. Investigation of this case revealed a damaged display component consistent with a cracked screen rendering the touchscreen unresponsive, which is a hardware issue affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display assembly unrelated to device design or manufacturing performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.